Event description:
It was reported the patient presented with suspected lead dislodgement of the right atrial lead. Increasing capture threshold of the lead was noted. The lead was explanted and replaced. The replacement procedure was concluded without complication.